Event description:
Related manufacturer reference number: 2017865-2022-04104. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed, and the patient had also presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the rv lead had revealed high pacing impedance and high capture thresholds. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.